Manufacturer narrative:
Immucor's product investigations lab confirmed the reactivity of anti-a, lot 101755, in tube, using retention referencells a1, lot 111070, a2 lot 112070, b lot 113070, o 114070, and various known abo type in-house donor samples. Controls performed as expected and all reagent red cells exhibited the expected reactivity. Retention performed as expected. A product deficiency was not identified.

Event description:
A customer reported obtaining unexpected positive abo typing results with anti-a (murnie monoclonal) series 1, lot 101755.